Event description:
Pump indicates infusion complete when it has 20 min left. Customer reported overinfusion while patient was receiving 2l of tpn.no patient injury has been reported at this time. No additional patient information is available at this time. Pump has been repaired at the customer facility.